Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors and patient factors (valve off-center from the balloon markers due to resistance crossing the heavily calcified native annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards spain affiliate, during a transaortic tavr procedure with a 29mm sapien 3 valve, the team tried to cross the native annulus with a certitude delivery system several times but was unable to cross due to a heavily calcified annulus. It was decided to remove the device. However, they were unable to retrieve the delivery system with the valve through the certitude sheath. It was decided to attempt to cross native annulus once more, and they were able to cross with increased force. At this point, the valve was noted to have moved back and was off-center from the balloon markers. The team decided to deploy anyway. While under rapid pacing, the partially expanded valve slipped back on the certitude delivery system balloon. The team tried to re-cross forward with the balloon to fully expand the valve, but they were unable to, and the valve embolized into the aorta. The patient was under rapid pacing with low cardiac output. Once the patient was stabilized, the embolized valve was implanted in abdominal aorta via femoral access. A second 29mm sapien 3 valve was prepped and successfully implanted via transaortic approach in native annulus without further complications. The patient recovered well. Per report, the perceived root cause of the event was due to the valve being off-center from the balloon markers due to resistance while crossing the heavily calcified native annulus.